Event description:
Related manufacturer reference number: 2017865-2023-02595. It was reported a patient's atrial lead presented with dislodgement, confirmed via x-ray. A computed tomography (CT) scan also revealed cardiac perforation on the right ventricular (rv) lead. Both the right ventricular (rv) and atrial leads were explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.